Manufacturer narrative:
Involved files coming from a protaper ultimate sequence 25mm x5 and which broke or which bent during use were not returned. Through sent pictures, we can however realize that the file that broke is a protaper ultimate file slider 25mm (breakage in the active part) and that the file that bent is a protaper ultimate file shaper file 25mm (bent in the active part). No further analysis can be made as the instruments damaged are not available for analysis under microscope. Notably for this reason, no link can be established between breakage issue and information found during DHR review (batch #1838279). No unused file is available for evaluation. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse, excessive wear, patient condition and behaviour during treatment or material issue (no analysis of the damaged fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure modes.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper ultimate sequence 25 mm x 5 file broke during use. The broken part remained in the tooth. Reportely, the tooth had to be extracted.